Event description:
Reporter alleged discrepant blood glucose results of 526 mg/dl back to back with a result of 125 mg/dl when testing was performed on the advantage system. Reporter stated customer had been getting glucose reading in the 500s mg/dl for two weeks and results from the system memory were 125, 129, 185, 526, 336, and 257 mg/dl, however, no exact timeframe between testing could be provided other than the reference to back to back. Reporter indicated customer had been dosing additional insulin, type not provided, as a result of the higher readings. No other actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.